Event description:
A hospital in (B)(6) reported via a distributor that an rt340 adult dual-heated evaqua breathing circuit failed a leak test on an pb840 ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was pressure tested, visually inspected, and immersed in a water bath to test for leaks. Results: the pressure test revealed that the expiratory limb was out of specification due to leakage from the patient end connector. This was confirmed when the breathing circuit was immersed in the water bath. Visual inspection revealed that there was not enough glue present in the evaqua limb connector, causing the reported leak. A lot check could not be confirmed as no lot date was provided. Conclusion: all rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The hospital correctly followed our user instructions and detected the leak during the setup check and before use on a patient.

Event description:
A hospital in (B)(6) reported via a distributor that an rt340 adult dual-heated evaqua breathing circuit failed a leak test on an pb840 ventilator. This was found prior to patient use.